Event description:
It was reported that approximately three months post implant, the patient had positive blood cultures with vegetation on the right ventricular lead diagnosed with transesophageal echocardiography (tee). The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m62 lead, (B)(6) 2014; 429888 lead, (B)(6) 2014. (B)(4).